Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to a blood glucose level was displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no known permanent damage. Reportedly, the air bubbles were observed within the canister. Reportedly, the customer reverted to manual injections for insulin therapy.